Manufacturer narrative:
Product analysis: the device was returned and evaluated by product analysis on 06/23/2017 with the following findings: the complaint could not be duplicated or confirmed with investigation. No abnormal pump behavior was revealed when reviewing the black box data. A temporary basal rate change was made on (B)(6) 2017. The total daily insulin delivery records correctly reflect the users programmed basal rates. The pump successfully completed a prime sequence, bolus deliveries, and 24-hour exercise test without issue or alarm. The pump passed a delivery accuracy test.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas and alleged that the patient experienced a blood glucose of 359 mg/dl with confusion and polydipsia associated with an inaccurate delivery issue. Reportedly, the patient resumed a replacement insulin pump and did not receive any treatment above and beyond the usual routine of diabetes care and management. During troubleshooting with customer technical support, it was revealed that the basal history did not match the active basal program. It was reported that the patient¿s healthcare provider made recent changes to their basal rate. This complaint is being reported because the patient allegedly experienced hyperglycemia because of an inaccurate delivery issue.